Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was faulty and needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen needed to be replaced as it was faulty and not responding to touch input. The service engineer evaluated the device and performed diagnostics of the touchscreen. A repair quote for the replacement touchscreen was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith effort (gfe) attempts have been made to try to obtain further information about this case, but no response was received. It is unknown what the outcome of the reported issue was, and no further information could be obtained. This file is closed and can be reopened if new information becomes available.